Event description:
The tip of the gear shifter broke off during surgery for posterior spinal fusion surgery while instrument was in the pt. The entire piece was retrieved from pt. Surgery continued, no harm. FDA safety report ID# (B)(4).